Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, it was difficult to insert endoscopes into the endoscope controller (ec), noting that the issue occurs with multiple endoscopes. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec) because it was difficult to plug endoscopes. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and artemis logs were able to confirm errors 48402 consistent with scope connection and therefore, able to confirm the reported event occurred in the field. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a damaged ec.